Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC-line was inserted (B)(6) and the patient received cytostatic treatment the same day. The PICC line was then flushed at the health care center without any problems according to the patient. (B)(6) ward 51 nurse calls (B)(6) due to not being able to flush or aspirate the patient's PICC line. The mbe nurse makes sure that there is no blood in the tube and that there are no other symptoms or signs of infection. Likewise, that the PICC-line has not changed the position or that the patient has any problems in the arm in general. Planned to be assessed at oncology center during treatment (B)(6). Nurse from av 51 again contacts mbe (B)(6) regarding the patient's PICC line. Mbe nurse goes to the ward to try flushing the patient's PICC line. When flushing, there is no pressure to flush it at all. However, patient says it hurts and fluid leaks from the insertion. PICC line is removed. 5 cm from the 0 mark, clear damage is visible on the catheter. This part was in the vessel before insertion, when the visible part measured less than 2 cm. Apart from pain when attempting to flush, the patient had no discomfort from the PICC line. The patient is currently assessed to have an unclear infection and there is a suspicion that this may be due to the PICC line, according to journal entries from the department. The patient also has 5 treatments left and will need to get a new PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5cm mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC-line was inserted (B)(6) and the patient received cytostatic treatment the same day. The PICC line was then flushed at the health care center without any problems according to the patient. (B)(6) ward 51 nurse calls mbe (oncology center) due to not being able to flush or aspirate the patient's PICC line. The mbe nurse makes sure that there is no blood in the tube and that there are no other symptoms or signs of infection. Likewise, that the PICC-line has not changed the position or that the patient has any problems in the arm in general. Planned to be assessed at oncology center during treatment (B)(6). Nurse from av 51 again contacts mbe (B)(6) regarding the patient's PICC line. Mbe nurse goes to the ward to try flushing the patient's PICC line. When flushing, there is no pressure to flush it at all. However, patient says it hurts and fluid leaks from the insertion. PICC line is removed. 5 cm from the 0 mark, clear damage is visible on the catheter. This part was in the vessel before insertion, when the visible part measured less than 2 cm. Apart from pain when attempting to flush, the patient had no discomfort from the PICC line. The patient is currently assessed to have an unclear infection and there is a suspicion that this may be due to the PICC line, according to journal entries from the department. The patient also has 5 treatments left and will need to get a new PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported PICC-line was inserted 16/4 and the patient received cytostatic treatment the same day. The PICC line was then flushed at the health care center without any problems according to the patient. 3/5 ward 51 nurse calls mbe (oncology center) due to not being able to flush or aspirate the patient's PICC line. The mbe nurse makes sure that there is no blood in the tube and that there are no other symptoms or signs of infection. Likewise, that the PICC-line has not changed the position or that the patient has any problems in the arm in general. Planned to be assessed at oncology center during treatment 7/5. Nurse from av 51 again contacts mbe 6/5 regarding the patient's PICC line. Mbe nurse goes to the ward to try flushing the patient's PICC line. When flushing, there is no pressure to flush it at all. However, patient says it hurts and fluid leaks from the insertion. PICC line is removed. 5 cm from the 0 mark, clear damage is visible on the catheter. This part was in the vessel before insertion, when the visible part measured less than 2 cm. Apart from pain when attempting to flush, the patient had no discomfort from the PICC line. The patient is currently assessed to have an unclear infection and there is a suspicion that this may be due to the PICC line, according to journal entries from the department. The patient also has 5 treatments left and will need to get a new PICC line.